Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received an stryker collaborative study named "a retrospective data collection of the treatment for anatomical restoration post humeral fracture with the tornier aequalis humeral nail" that contains collected data on the usage and the outcomes of tornier aequalis humeral nail. The report details analysis provided for revision procedures performed between june 2022 to september 2022 during the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: hardware impingement in 5 patients this is case 4 of 5.